Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2014, the patient underwent treatment of a 59.2 mm abdominal aortic aneurysm and 37.9 mm left common iliac artery (lcia) aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2017, follow up imaging identified the aneurysm sac measured 82.3 mm., with a dissection present proximal to the trunk-ipsilateral leg component with rapid aortic growth reported at the proximal end of the dissection.

Manufacturer narrative:
Concomitant products: the patient¿s medications include; pantoprazole, chlorpromazine, methylprednisolone, albuterol, aspirin, atorvastatin, furosemide, mirtazapine, bethanechol, tamsulosin, clonazepam, carvedilol, and lisinopril.

Event description:
According to the report, an intervention has not been performed to treat the aneurysm enlargement. The physician will continue to monitor the patient.